Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed for a removal of the insert and femur component as the patient was experiencing pain.